Manufacturer narrative:
(B)(4). The surgery occurred in 2010 and amo was notified of the events on (B)(4) 2014 making impossible to obtain information about the system during the time of the surgery. Patient visual acuity history is as follows:. Post op flap check: very small fiber in right eye and abrasion with small epithelial defect in left eye (B)(6) 2010: ucva od 20/25+2 os 20/20, bcva od 20/20+2 os 20/20. (B)(6) 2014: ucva od 20/40+1 os 20/20, bcva od 20/20-1 os 20/20-1. Manifest refraction od +1.50 -3.00 x 68 os plano -0.75 x 107. Presented with possible early corneal weakening (ectasia). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Patient had lasik surgery on (B)(6) 2010. Account reported on (B)(6) 2014 that patient presented with corneal ectasia. Petacams within normal limits (wnl). Prescription (rxm) right eye (od) -4 -0.75 x 090 20/20 left eye (os) -4.25 -0.50 x 095 20/20. Pachymeter (pach) 508 od, 510 os. Flaps intralase 110um setting. Intraoperative pachs to bed 404 od, 412 os. Ablation depth was 69um od, 64um os. Estimated residual stromal bed 337um od, 348 um os. Current status: visual acuity sans correction (vasc) 20/40 od, 20/20 os. Rxm od +1.00 -3.00 x 068 20/20-1, left eye plano -0.75 x 107 20/20-1 patient referred for contact lens fitting.

Manufacturer narrative:
Patient visual acuity history is as follows'' and should have been ''h10'' not ''h11''. Placeholder.

Manufacturer narrative:
Description event in initial report has been corrected to reflect: intraoperative pachs to bed: (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.